Event description:
The chair allegedly came to a sudden stop and the end user was thrown from the chair.

Manufacturer narrative:
(B)(4). Malfunction alleged. The chair allegedly came to a sudden stop and the end user was thrown from the chair. He fell forward, broke his leg and was hospitalized. The customer stated he was not wearing a seat belt.